Event description:
Reporter indicated that the physician's hp handheld computer was not holding a charge. The product has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.